Manufacturer narrative:
H6-clinical code 4581: pigment dispersion; transillumination defects. Claim#: (B)(4).

Event description:
The reporter indicated that an evo implantable collamer lens was implanted on (B)(6) 2024. It was reported that on one day post op significant amounts of pigment circulating. One week post-op elevated iop was noted and transillumination defects inferiorly and superiority. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.